Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not helping their symptoms and they had always had leakage. The adjusted the therapy, but it was not helping symptoms. They said that when they bent over, something poked down there and it was uncomfortable. When the patient was increasing stimulation they felt a 'touch' or a 'feeling' at the ins site. After changing programs and increasing stimulation, the patient bent over and was not feeling the uncomfortable sensation. They thought the toviaz was helping their symptoms. Additional information was received from the patient (pt) on 2021 (B)(6). They reported again that it's not working because they were leaking a lot. They stated they are keeping track of when they go to the bathroom and yesterday, they went 12 times and yesterday they had "7 soaks". They stated this is a return of symptoms. They denied any recent trauma/falls. They stated hcp put them on toviaz and stated that helps slow it for a while, but then they are still leaking. They requested assistance increasing stim. They stated stim was on program five (5) at 4.5v. They increased stim to 5.3v on call and confirmed feeling stim comfortably in bike seat area. They stated they thought they were on program four (4) before and don't know how this changed to program five (5) as they don¿t remember doing that. They noticed this today. They will make note of changes made today and will follow up with hcp if still not seeing improvement in symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and states they ended up increasing it to 6.1v on program 1 however it became too strong and uncomfortable. Patient lowered it back down to 5.9v where it's more comfortable but is still on this screen and isn't sure what to do next. Patient services reviewed if patient is at a comfortable level at 5.9v and wants to keep it here, they can power of handset and communicator. Patient ended up powering off equipment and will monitor symptoms. No further complications were reported/anticipated at this time.